Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic view harvesting procedure, the vasoview hemopro would not shut off, there was lots of smoke in the tunnel. A new kit was used to complete the procedure. There were no pt effects. The product is returned.